Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 533 mg/dl. Customer also had insulin flow blocked alarm and customer had tried all the remedies. The customer did experienced the symptoms such as slight heart attack. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No unexpected insulin flow blocked alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.